Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that ever since 2011 the patient has had their pump moved from left to right abdomen.  Omitted information pertaining to multiple surgeries and possible catheter issue during revision in (B)(4). Omitted information pertaining to tightness in spinal cord in (B)(4).